Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accu tni result generated by the unicel dxi 800 access immunoassay system for one patient. A patient sample when tested for accu tni gave a result of 0.51ng/ml. Upon repeat it gave result of 0.03ng/ml and when tested on a different instrument, it again gave a result of 0.03ng/ml. The erroneous result was reported outside of the laboratory. To date, no report of death, injury, or change to treatment has been received to bci.

Manufacturer narrative:
Sample was collected into a lithium heparin plasma tube with gel. Centrifugation occurred for 6 minutes. Initially the sample was tested from the automation line. Repeated testing occurred via an aliquot in a sample cup. Two levels of qc were tested prior to and following the event and resulted within established ranges. A system check was completed following the event in 2008, at 08:31 and results met specifications. A field service engineer (fse) was on-site on the same day, following the event: fse performed verification protocol and all results met specifications. During an earlier visit to the customer lab regarding another matter, the fse serviced the instrument, verified hardware performance and results met published performance specifications. Customer suspects that the erroneous result may be a result of pre-analytical sample handling. The customer further recapped that service testing following the event showed acceptable accuracy and precision and system checks were acceptable. Upon customer request, sample handling information was supplied by the cts. A clear root cause for this event has not been determined to date, a malfunction will be assumed for the purpose of this report.